Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that there was malfunction as the system failed to boot up. Review of system log file confirmed the malfunction with the flex vision pc. The cause of the issue was due to the flex vision pc not powering on with the rest of the equipment. To resolve this issue, the philips engineer had to manually power on the flexvision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.